Manufacturer narrative:
(B)(4). A follow-up report will be provided when the inspection results are available. Reviewed the device history record and no abnormalities found during in process or final control inspection.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): blocked - no flow. Celsite blocked during application with easypump and 5fu.

Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. Nevertheless we got the information of the responsible sales representative regarding this complaint. He mentioned a handling problem of the customer and the failure was probably caused by a third-party product. Thus the easypump is without any defect if the sample and/or additional pertinent information becomes available, a follow up report will be submitted.